Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the "pump is making soft repeated sound when held by ear and feels a pulse type feeling at the same time. Patient describes as like the pump has a pulse." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of an unspecified pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box and alarm history showed evidence of a call service 088 alarm at the time of the complaint. No call service 088 or any soft repeated sounds or pulses occurred during the investigation. The pump performed within specifications and the reported repeated sound and pulse complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.